Event description:
Related manufacturer reference number: 3006705815-2023-05342. It was reported that after the patient experienced a vehicular accident both leads were fractured. Surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.